Event description:
It was reported there was inappropriate therapy, due to detection of atrial events. Oversensing was also indicated by the short interval count. Review of device disk data shows the rv pacing impedance measured 'infininte', indicating a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information obtained from journal article reports undersensing, a decrease in impedance, and no ventricular capture.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "far-field oversensing of atrial signals: an unusual cause for very short v-v intervals and inappropriate implantable cardioverter defibrillator therapy." Europace. August 1 2008;10(8):1009-1011.